Manufacturer narrative:
The device and lead remain implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the physician experienced difficulties inserting the pacing lead into the device header. No adverse patient effects were reported.